Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other components include: product ID: 8598a , serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient who was receiving 2 mg/ml of morphine at 0.9553 mg/day via an implantable pump by flex dosing. On 2017-apr-01, it was reported that the patient had been experiencing increased pain, cold and hot flashes, nausea, and vomiting beginning a month prior to the report. The patient noted that at their previous 2 refills, (B)(6) 2017, the amount of drug collected from pump far exceeded the expected amount. The patient was admitted to the hospital due to pain and what the patient reported as withdrawal symptoms. An MRI was performed on (B)(6) 2017 with unknown results. A dye study was planned for (B)(6) 2017. The pump was interrogated. The issue was not considered resolved, but the patient's status was reported as "alive-no injury" the patient¿s medical history included back and leg pain.